Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in used condition. The left plunger case was cracked. Flow and occlusion tests were conducted, but the investigator was unable to duplicate the clutch/plunger lever/motor rate error problems. No failure mode found as testing was unable to duplicate the problems. The root cause could not be determined. The investigator replaced worn parts on the pump.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.